Event description:
It was reported by the pt's legal counsel that the pt experienced instability in their right tka. The original implantation occurred on (B)(6) 2005 and the revision occurred on (B)(6) 2008.

Manufacturer narrative:
A review of the implant's mfg records indicate that it was manufactured to specification. Very little info is available for this event. Should add'l info be obtained to further the investigation, this report shall be updated.